Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had twiddler's syndrome and the right ventricular (rv) lead became dislodged and pulled back up into the device pocket. A revision procedure was performed and the device was moved from the left side to the right side. Additional information has been requested; however, no further information is currently available. No further adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.